Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated their ins stopped working several months ago and the doctor wants to replace the ins. The patient stated they need to have a MRI first. No further complications were reported. No patient symptoms were reported.